Manufacturer narrative:
Product analysis the reported events could not be assessed on the pre-implant films provided; therefore, the cause of these events can not be determined. The availability of angiograms taken during the index procedure could have allowed for a thorough analysis of the deployment of the endurant iis bifurcate which landed 7-8mm lower than expected , but these were not provided for review. It is likely as a result of this the inadequate proximal seal zone would have led to the reported small ia endoleak. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy analysis of the pre-operative films did not reveal any obvious anatomical characteristics that could have contributed to the events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant iis stent graft system was implanted during endovascular aortic repair for a 59 mm abdominal aortic aneurysm. Completion angiography revealed that the esbf2814c103e stent graft was positioned approximately 7 to 8 mm below the lowest renal artery, lower than initially intended. Placement was guided by the angiogram at the time of deployment; however, the final angiogram showed that the graft had landed lower than expected. A possible small type ia endoleak was also identified. The patient was treated with a 28 x 28 x 49 mm aortic cuff to extend and maximize the proximal seal zone. Following this intervention, no appreciable type ia endoleak was observed. Per the physician, neck angulation was a suspected factor in the reported event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.